Event description:
It was reported that during an unknown procedure, solid tone with error code '5'. The titanium tip broke after the pre-run test. The broken blade tip was discarded. Changed to another device to complete . There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): no device received for analysis at time of submission of 3500a.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.batch #l91r5m.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (blue). The device was functionally tested with a generator. During functional testing on gen11an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or ""relaxed pressure on blade"" followed by a ¿replace instrument¿ screen later in the procedure." The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.